Event description:
An office dental assistant was stuck by a contaminated needle. The needle was recapped in a mechanical device, but the needle pierced the sheath and stuck the assistant's hand.

Manufacturer narrative:
Actual sample was not returned. No samples were returned by the customer. No lot number identification was given by customer. Questionnaire sent to customer was not returned. Photo's were returned of a dental needle with a short length of needle piercing sheath. No info could be gleaned from photographs. Needle was used with a recapper that requires one handed use. We are unable to determine cause for reported event, due to a lack of info. This report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not neccessarily reflect a conclusion or admission by sherwood davis and geck that one of its products had caused or contributed to a death or a serious injury or that one of its products has malfunctioned.